Manufacturer narrative:
This adverse event was not related to the use of eversense continuous glucose monitoring system. No further investigation was found necessary.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the user was hospitalized for two days due to asthma exacerbation.